Event description:
It was reported that a pt developed a pressure sore when the anchorfast oral endotracheal tube fastener became tilted and rested on the upper lip without being corrected. The pressure sore on the upper lip will need surgery.

Manufacturer narrative:
(B)(4) stated that the hosp does not let the nurses touch the anchorfast and the nurses and rt do not have the best communication. She stated this was nursing/rt error as the device had to be tilted against the upper lip for awhile to cause the injury. The hosp will discontinue use of the device based on their lawyers review of the instructions for use which indicate shuttling the device every two hrs.